Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b 2 discrepant results were obtained. The tests were initially positive, samples were recollected and the results were negative. The employees were sent home and advised to follow up with their pcp. Results from the follow-up was not provided. Eua (B)(4). The following information was provided by the initial reporter: it was reported that discrepant results with the kit.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b 2 discrepant results were obtained. The tests were initially positive, samples were recollected and the results were negative. The employees were sent home and advised to follow up with their pcp. Results from the follow-up was not provided. (B)(4). The following information was provided by the initial reporter: it was reported that discrepant results with the kit.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1197689. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b 2 discrepant results were obtained. The tests were initially positive, samples were recollected and the results were negative. The employees were sent home and advised to follow up with their pcp. Results from the follow-up was not provided. Eua (B)(4). The following information was provided by the initial reporter: it was reported that discrepant results with the kit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.